Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported "capsular contracture baker grade IV, device migration/implant malposition, suspected/actual rupture/deflation, and correction of asymmetry". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4. A device history record is not available due to insufficient device data.

Event description:
Health professional reported "capsular contracture baker grade IV", "device migration/implant malposition", and "suspected/actual rupture" this record is for the left side. Capsulectomy/capsulotomy was performed. The device was explanted and replaced.